Manufacturer narrative:
This report is filed 30 jul 2015.

Event description:
Per the clinic, the patient experienced dizziness with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2015.

Manufacturer narrative:
(B)(4).